Manufacturer narrative:
Additional information received on (B)(6) 2020 indicated the patient date of birth is (B)(6) 1963. The appropriate field has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction with unspecified mentor tissue expanders. The patient underwent an emergency same-day surgery due to the development of bilateral hematomas. The patient also reported pain, due to the position of the fill ports. The devices were then repositioned to correct this. The patient underwent device removal on (B)(6) 2010. The date of implantation and explantation provided in this report were approximated based on patient report as she did not know exact dates. Therefore, the exact duration of implantation is not known. This report is for the second of two devices.